Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menstrual disorder ("menstruation issues") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "ectopic pregnancy/ device ineffective". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and device expulsion ("migration of essure device location of device: fundus of the uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required) and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menstrual disorder, ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression and device expulsion outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, depression, device expulsion, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: ectopic pregnancy most recent follow-up information incorporated above includes: on 6-nov-2018: pfs received. Patient details was added. Event added: did not undergo essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menstrual disorder ('menstruation issues') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "ectopic pregnancy/ device ineffective". The patient's medical history included multigravida and parity 3 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2008)). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression") and device expulsion ("migration of essure device location of device: fundus of the uterus"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and anxiety ("mental anguish"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes"), urinary tract infection ("uti"), post procedural complication ("post procedural complication"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, device expulsion, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal infection and vaginal discharge had resolved, the menstrual disorder, depression and post procedural complication outcome was unknown and the anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain and migration. Jul2008 (discrepancy noted as per current pfs). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: plaintiff fact sheet received. Reporter information updated. Event: mental anguish was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menstrual disorder ("menstruation issues") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy/ device ineffective". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and device expulsion ("migration of essure device location of device: fundus of the uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required) and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menstrual disorder, ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression and device expulsion outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, depression, device expulsion, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: ectopic pregnancy . Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs+mr received, reporter added, event added as :- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: fundus of the uterus, abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menstrual disorder ('menstruation issues') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "ectopic pregnancy/ device ineffective". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device expulsion ("migration of essure device location of device: fundus of the uterus"), 2 years after insertion of essure. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), depression ("depression"), genital haemorrhage ("gen. Abnormal bleeding"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy and hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device expulsion and genital haemorrhage had resolved, the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, urinary tract infection and post procedural complication outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, bladder disorder, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain and migration. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menstrual disorder ('menstruation issues') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "ectopic pregnancy/ device ineffective". The patient's medical history included multigravida and parity 3 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2008)). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), depression ("depression") and device expulsion ("migration of essure device location of device: fundus of the uterus"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and anxiety ("mental anguish"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes"), urinary tract infection ("uti"), post procedural complication ("post procedural complication"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, vaginal haemorrhage, heavy menstrual bleeding, device expulsion, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal infection and vaginal discharge had resolved, the menstrual disorder, depression and post procedural complication outcome was unknown and the anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain and migration. (B)(6) 2008 (discrepancy noted as per current pfs). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: ectopic pregnancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menstrual disorder ('menstruation issues') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "ectopic pregnancy/ device ineffective". The patient's medical history included multigravida and parity 3 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2008)). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), depression ("depression") and device expulsion ("migration of essure device location of device: fundus of the uterus"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and anxiety ("mental anguish"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes"), urinary tract infection ("uti"), post procedural complication ("post procedural complication"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, vaginal haemorrhage, heavy menstrual bleeding, device expulsion, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal infection and vaginal discharge had resolved, the menstrual disorder, depression and post procedural complication outcome was unknown and the anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain and migration. (B)(6) 2008 (discrepancy noted as per current pfs) concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: ectopic pregnancy quality-safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on 17-may-2021: mr received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menstrual disorder ('menstruation issues') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "ectopic pregnancy/ device ineffective". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device expulsion ("migration of essure device location of device: fundus of the uterus"), 2 years after insertion of essure. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), depression ("depression"), genital haemorrhage ("gen. Abnormal bleeding"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy and hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device expulsion and genital haemorrhage had resolved, the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, urinary tract infection and post procedural complication outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, bladder disorder, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain and migration. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: ectopic pregnancy. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received events " post procedural complication, gen. Abnormal bleeding" were added. Outcome of events "pain, bleeding, ectopic pregnancy and migration" were updated as recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menstrual disorder ('menstruation issues') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "ectopic pregnancy/ device ineffective". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device expulsion ("migration of essure device location of device: fundus of the uterus"), 2 years after insertion of essure. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), depression ("depression"), genital haemorrhage ("gen. Abnormal bleeding"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes"), urinary tract infection ("uti"), post procedural complication ("post procedural complication"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy and hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, device expulsion, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal infection and vaginal discharge had resolved and the menstrual disorder, depression and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, bladder disorder, cystitis, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain and migration. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- new events - bladder infection, vaginal infection, vaginal discharge,were added. Event outcome pertaining to pain, bleeding, bladder/urinary problems were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "ectopic pregnancy/ device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). At the time of the report, the menstrual disorder and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.